Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach during a laparoscopic gastric sleeve, the reload would not fire. They tested the device and fired one staple load with the adapter and the load fired completely but slower than normal. Another attempt was made to fire another load and it would not fire. In addition, the device acted as if it would fire but slower than normal. Same thing happened when the surgeon fired the device during procedure except about 10mm of staples fired before the blade stopped. It was also stated that there was staple line incomplete proximally. The line was re-initiated with a new stapler, adapter and reload. There was no patient injury.